Event description:
It was reported, after a tka surgery had been performed in which a journey ii cr femoral component was implanted, the clinical subject presented stiffness in the right knee. It cannot be excluded that the adverse event is linked to the surgery. The event was resolved with manipulation under anesthesia.